Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used partial sensors and found both sensors with cannula retracted inside sensor base and 1 of 2 retracted sensors through the other side of the sensor. Unable to confirm if customer received sensors in said condition due to customer returning sensors opened/used also unable to confirm needle anomaly due to customer did not return needle.

Event description:
It was reported that the customer was having a difficult time with removing the needle hub after inserting the sensor. The customer's blood glucose was 128 mg/dl. The customer stated that when he finally removed the needle, the cannula had been pulled through the top of the sensor where the needle once was. The customer subsequently bled. The customer declined troubleshooting for blood at the insertion site. Advised customer that a replacement sensor would be sent. Nothing further reported.